Manufacturer narrative:
Correction b3- date of event- should be 09sep2024 rather than 06sep2024. Based on information obtained, decision is not reportable as infection was not confirmed by healthcare professional.

Event description:
Additional information indicates that patient reports and shows no sign of infection.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient has a possible infection at the lead site and was hospitalized, the patient experienced redness and drainage at the lead site for her cervical system. As a result, surgical intervention may be undertaken to address the issue.